Manufacturer narrative:
Device serial number/lot number is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the device had a connection failure. No injury was reported.

Manufacturer narrative:
One (1) device was received without its original packaging, in used condition, and decontaminated. The returned sample was visually inspected at a distance of 12 to 16 inches under normal conditions of illumination. The device has a broken tube adapter attached to one of the bag spikes. No other damage that could cause malfunctions was detected. The sample was tested by introducing water in the product. No malfunctions or other defects were detected. Based on the performed analysis to reproduce the reported complaint, the sample successfully passed functional test therefore no root cause can be determined. A device history record (DHR) review was unable to be performed as the lot number for the device is unknown. No actions taken since the failure mode is not confirmed.